Manufacturer narrative:
The investigation of low pump flow, access site bleeding, positioning issues, and product damage (cannula kink) has been completed. The data logs confirmed low pump flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to kinked cannula. The root cause of cannula kink was most likely patient condition related since the patient had a small ventricle. The root cause of access site bleeding was most likely patient movement related during transportation to another hospital. The root cause of positioning issue was most likely patient condition related since the patient had a small ventricle resulted in difficult position of the pump. H6 medical device problem code 2889 and component code 3038 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27939.

Event description:
It was reported that following implantation of an impella cp the pump persistently migrated to the papillary muscle despite multiple attempts to reposition. The pump began to experience suction issues and it was noted that the catheter had kinked. A large hematoma was also observed at the access site, for which femstop was placed and blood was given. The decision was ultimately made to remove the pump and place a new device in the opposite femoral artery for ongoing support. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.